Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received higher sensor scan results than from another adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced vomiting, breathing pain, ¿ashen¿ appearance, tachycardia, and loss of consciousness. Unable to self-treat, the caregiver administered a corrective "dose of 4" (unspecified) and checked for acidosis using the purple test strip, which read 5.2. The customer then contacted a healthcare professional, who measured a blood glucose level of 600 mg/l. Blood and urine tests checked for diabetic ketoacidosis (dka), and the customer was diagnosed with dka. There was no report of death or lasting harm from this event.